Event description:
This is a report of a patient who experienced an unspecified infection coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. It was unknown if the patient recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.